Event description:
During an in-clinic follow-up, failure to capture was reported on the left ventricular (lv) lead. The cause of the event was due to dislodgement which was confirmed with diagnostic imaging. The lv lead was explanted and replaced to resolve the event. The patient was stable.